Event description:
The doctor came to the operating room desk very frustrated. The doctor stated, "the eea stapler is stuck inside the patient." The user facility reporter immediately called the medtronic/covidien vendor to come to support the case. Upon arrival to the or the stapler came out of the patient. The reporter took the malfunctioning stapler and anvil placed it into the box it came out of for patient safety to report to med sun.